Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hand assisted colon procedure, the device ripped. Another same like device was opened and the procedure was completed. There were no adverse consequences for the pt.